Event description:
During follow-up, the patient described possibly receiving inappropriate defibrillation therapy, which could not be confirmed. The non-sjm/abbott device was unable to be interrogated. During the device explant procedure, diagnostic imaging revealed the lead had insulation damage. The lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found clavicular crush damaging all the cable lumens, the ptfe liner, the superior vena cava etfe cable coating and fracturing the superior vena cava shock coil and seven filars of the inner coil. A scanning electron microscope verified that the filars of the shock coil and seven filars of the inner coil were fractured and some of these inner coil filars are found to be melted. The cause of the reported event is consistent with clavicular crush.